Event description:
Foley catheter inserted intraoperatively in 2002. Order received the next day to discontinue foley catheter and ambulate pt. Unable to completely deflate balloon of foley catheter, therefore unable to remove foley catheter. Urology consult ordered, balloon deflated by inserting guidewire through balloon port and rupturing balloon. Foley catheter was then removed.